Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler. There is no known pt ill effect.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. The clinical investigation concluded that there were no complications or infections as a result of this incident. A device history record was extracted and device met requirements. The stimulated treatment was performed and completed without failure. The actual device was returned for eval and determined to be functioning according to product specs. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.